Event description:
(B)(6) 2014 no injury alleged. Malfunction alleged. MDR filed.independent repair center customer alleged alarming/red light and the key failure is the pilot valve needed to be replaced.associated malfunction for this device: sieve beds odor/smell.